Event description:
A fluency plus tracheobronchial stent graft failed to deploy during a forearm fistula procedure. The doctor stated that the shaft of the catheter bent 90 degrees. There was no patient injury reported. Another stent was used to complete the procedure.